Event description:
It was reported that during a coronary procedure, the balance middleweight universal ii(bmwuii) guide wire was attempted to be used but the hydrophilic coating was missing in spots making devices difficult to advance and the devices became stuck. During the attempt to removed the unspecified stent delivery system (sds) the guide wire was also removed from the anatomy. Outside the anatomy, it was noted that the bmw was broken near the hypotube shaft area. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however the missing coating was unable to be confirmed. The difficulties removing the sds could not be replicated in a testing environment due to the separation. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging and chemical (chem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.